Event description:
It was reported by the facility's ICU registered nurse (rn) that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) made a loud "screeching sound" and then the screen went blank. The rn reported that the iabp was powered down and then repowered. The rn reported that the iabp was then working fine. Additionally, it was reported that the iabp will be removed and a call would be made to their clinical engineering department, and they will reconnect to a different iabp. No patient harm, serious injury or adverse event was reported. *medwatch #0300020000-2019-8003 was received by getinge and is related to this report already submitted.

Manufacturer narrative:
Updated fields: b4, b5, e4, g3, g4, g7, h2, h10. Medwatch #0300020000-2019-8003 was received by getinge and is related to this report already submitted.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported by the facility's ICU registered nurse (rn) that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) made a loud "screeching sound" and then the screen went blank. The rn reported that the iabp was powered down and then repowered. The rn reported that the iabp was then working fine. Additionally, it was reported that the iabp will be removed and a call would be made to their clinical engineering department, and they will reconnect to a different iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that their biomedical engineer had evaluated the iabp unit and was able to confirm the reported issue. This was indicated by fault codes of 111 and 112 in error log. The biomed then checked the coiled cable which is a usual cause of this failure but could find no indication of issues with it. The biomed then reloaded the software on unit and performed a complete maintenance check and found the iabp to be functioning properly. The iabp unit never powered down or showed signs of software issues. The biomed determined the iabp was operating properly, and released it for clinical service.

Event description:
It was reported by the facility's ICU registered nurse (rn) that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) made a loud "screeching sound" and then the screen went blank. The rn reported that the iabp was powered down and then repowered. The rn reported that the iabp was then working fine. Additionally, it was reported that the iabp will be removed and a call would be made to their clinical engineering department, and they will reconnect to a different iabp. No patient harm, serious injury or adverse event was reported.